Event description:
It was reported that the pt presented an umbilical hernia. She was operated in 2007, and the hernia was repaired using a ventralex mesh under ambulatory surgery. After almost one year and a half, the pt referred pain at the level of previous hernia. She was scheduled for operation and the surgeons discovered that the mesh was adhered to colon wall, so it was necessary to explant the mesh, and close the opening without any mesh. After operation, everything went ok and the pt was discharged normally.

Manufacturer narrative:
Returned mesh was found to be slightly deformed, with little to no tissue ingrowth observed on the mesh side of the patch and a small amount of tissue attached to the eptfe side of the patch. All components of the mesh were found to be intact and there were no holes or tears in the eptfe side of the patch. There were no product issues observed that would contribute to the development of an adhesion, however, adhesions are a known adverse event that is listed in the IFU. Cause of the noted distortion could not be determined. Note: lot number provided (hurf1429) is a valid lot number for product code provided, however, this lot was manufactured after date of the reported implant date.